Event description:
Event description guidant received information that during the implant procedure, this device exhibited a long charge time. The patient was externally converted. Subsequent interrogation revealed a charge time of 27.9 seconds. The device was removed and a new device was successfully implanted. The device has been returned for analysis.